Event description:
Main part of tampon got stuck inside [foreign body in reproductive tract]. String came out from tampon [device breakage]. Pulled it out, the string came out but the main part got stuck inside [complication of device removal]. Case description: consumer reported via e-mail that tampon string came out and the main part got stuck inside. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Main part of tampon got stuck inside [foreign body in reproductive tract]. String came out from tampon [device breakage]. Pulled it out, the string came out but the main part got stuck inside [complication of device removal]. Case description: consumer reported via e-mail that tampon string came out and the main part got stuck inside. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.